Event description:
It was reported that the clinic is not receiving this patients remote monitoring transmissions. A forced call was performed resulting in one (1) yellow collecting wave observed on the patients remote monitoring communicator. It was noted that the patient lives out in the woods and does not have plain ordinary telephone service (pots) or internet service. The patient also has a tin roof and the communicator is already positioned next to a window. The patient indicated that they might get internet services at their house or take the communicator with them into town when visiting family. The patient also indicated that they experienced syncope approximately one (1) week previous. It was noted that the patient had talked to their physician and boston scientific patient services (ps) referred the patient back to their physician. The cause of the syncope is unknown. This implanted pacemaker device remains in service. No additional adverse patient effects were reported.